Manufacturer narrative:
The reported event of longevity anomalies and premature battery depletion was not confirmed. The device was in backup mode when received. Analysis of the device image indicated the device was operated with autocapture enabled and implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations in usage such as high output mode, rate responsive and prolong telemetry interrogation. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. The device entered into backup mode post explant consistent with cold temperature exposure. After recovering from bvvi, electrical and mechanical test results indicated normal eri functionality. Device was implanted for 10.72 years which exceeded its projected longevity and is considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device reached the elective replacement indicator (eri). The customer suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.